Event description:
It was reported that an external pulse generator did not capture. The biomedical engineer replaced the device and questioned if the cables could be to blame for the non-capture. Per technical services, the cables are a definite consideration. The epg passed testing with the testing system. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.